Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: the investigation of the reported event was based on the description of event. Since no product was returned to support this investigation the exact root cause can not be found. However internal action was initiated to adress the issue of leaking heamostatic valves. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a male patient was suitable for the endovascular repair. The stent graft of tbe-38-77-pf was placed in the target site of the ascending aorta, approached from the right fa. When the dilator was removed from the sheath to perform ballooning, blood kept leaking from the captor valve though the valve was closed ((B)(4)). Confirmatory angiography was performed, and tbe-40-81-pf was placed additionally. When the dilator was removed from the sheath in order to perform ballooning this time too, the same event, blood leakage from the captor valve, occurred though the valve was closed ((B)(4)). Ballooning was conducted despite the event, and the procedure was completed. Patient outcome: there have been no adverse effects to the patient reported.